Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (bi-v ICD) reached early elective replacement indicator (eri). It was noted that the left ventricular (lv) lead has chronically high thresholds and that the right ventricular (rv) lead had thresholds that were gradually rising over the past few years and is presently chronically high as a result. The bi-v ICD was explanted and replaced and there was no intervention done to the lv or rv leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant products: 419388 lead, implanted: (B)(6) 2006; a 6945-65 lead, implanted: (B)(6) 2000. (B)(4).